Manufacturer narrative:
The complaint investigation for false nonreactive architect syphilis results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and in house testing was completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints by lot indicates that the reagent performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 48323be01 and the complaint issue. In-house sensitivity testing was completed with lot number 48323be01. All controls met specifications and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, 5 replicates of panel d3 were tested, and the values met specifications. The results were in the typical range and no false nonreactive results were obtained. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the architect syphilis reagent for lot 48323be01 was identified.section g1 has been updated to current contact information.

Event description:
The customer observed a false nonreactive architect syphilis tp result for a 44 year old male patient with a history of syphilis infection. The following data was provided:initial result = 0.70 s/co (nonreactive), tppa = weak positive, rpr = negative no impact to patient management was reported.

Event description:
The customer observed a false nonreactive architect syphilis tp result for a 44 year old male patient with a history of syphilis infection. The following data was provided:initial result = 0.70 s/co (nonreactive), tppa = weak positive, rpr = negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8d06-77 has a similar product distributed in the us, list number 8d06-31/-41.